Manufacturer narrative:
It was reported that the physician¿s name is dr. (B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, it was difficult to close the handle while trying to deploy the clip. Eventually, the handle was closed fully and the clip was released. However, the clip fell off of the tissue following release from the catheter and one of the clip jaws appeared bent. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.